Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Patient had a left thr in (B)(6) 2002 by dr. (B)(6) (hospital). In 2010 while sitting down, hip had shattered in 6 pieces and hip was revised two weeks later by dr. (B)(6).

Manufacturer narrative:
An event regarding fracture involving a ceramic head was reported by patient six years post event of fracture. The event was confirmed. Method & results: -device evaluation and results: not performed as the device was not returned for evaluation. -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: ¿on (B)(6) 2001 emergency room visit for a motor vehicle accident notes the patient complained of left hip pain, five over ten in severity, and x-ray showed ¿left hip ¿ no new fracture seen¿. [...] X-ray printouts available for review include a series dated (B)(6) 2010, which are two aps and one lateral of the left hip, all labeled ¿portable¿, demonstrating an uncemented left total hip arthroplasty with no screws in the acetabulum and a fracture of a ceramic prosthetic head noted. [...] On (B)(6) 2010 a report of a CT of the left hip states, "the head of the femoral component appears to be fractured with fragments from the head ... Located inferior to the neck of the femoral component. [...] On (B)(6) 2010 a revision of the left total hip arthroplasty, head and liner, was performed for a diagnosis of fracture left ceramic head. [...] The report notes, ¿recent complaint of increased pain and loss of function ¿ x-ray fractured ceramic head ¿ femoral head in three main fragments ¿ removed fragments and liner ¿ also multiple smaller fragments ¿" [...] Based upon the information available for review, the absence of examination of the explanted components makes determining the cause of the fractured ceramic prosthetic head in this case impossible. The delay in revision surgery likely resulted in further fragmentation of the head." -device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. -complaint history review: there was one other event reported for the lot indicated. Conclusions: the investigation concluded that the ceramic head did fracture however, the exact root cause could not be determined without the examination of the explanted components. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
As per patient in (B)(6) 2001 dr. (B)(6) replaced left hip in (B)(6). Patient was sitting in the chair and his hip just cracked, he was revised on (B)(6) of 2010 by dr. (B)(6) at (B)(6).